Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-05604 for a description of the second device. It was reported to boston scientific corporation on april 15, 2008 that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure performed in 2008, ( patient age and weight are unknown). According to the complainant, during the procedure, the catheter balloon popped upon inflation. The physician successfully completed the procedure with another uromax ultra balloon dilatation catheter.

Manufacturer narrative:
A visual examination of the returned device revealed the shaft of the returned device was dented 288 mm distal to the strain relief. The balloon was folded and wrapped around the shaft. A partial longitudinal tear was observed in the balloon between the proximal balloon bond, and the proximal end of the proximal markerband. The most likely root cause has been determined to be operational context.